Event description:
Technician was running a volume check on avi infusion pump which was set at 10 ml/hr with volume limit of 20. After 2 hrs, the graduated cylinder contained only 4 ml but the display showed it as having delivered 20 ml.